Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a blister from the ucor hfams patch. The patient described the area as red - raised, blisters, welts, swollen skin, and hives from the patch. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended an antibiotic cream for the blisters. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.